Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt ((B)(6)) lost stimulation. Lead diagnostic testing revealed high impedance measurements. Reprogramming by an sjm rep was unsuccessful. In turn, the pt underwent surgical intervention to explant and replace the lead. Effective therapy was restored postoperative.